Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing lioresal (baclofen) (500 mcg/ml at 41 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient's pump was flipping and the healthcare provider (hcp) was unable to refill pump due to inability to access refill port with multiple attempts. The hcp also reported the pump being extremely mobile in the abdominal pocket. External factors included possible weight loss. No diagnostics/troubleshooting was performed. The patient was sent to neurosurgery to evaluate the pump flip and have a revision performed. When the pocket was exposed, the catheter appeared to be broken on the distal end of the pump segment and it was not attached to the pump. The pump and catheter were replaced on (B)(6) 2024; the hcp requested a 40ml pump to ensure appropriate refill intervals for the patient. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024. Product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 08-mar-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.